Manufacturer narrative:
(B) (4). (B) (4). Leak test failure the analysis results of the b11lt device found that it was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load as a resulting from manipulation of inserted devices. However, an investigation has been initiated to address the root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the device was leaking and they managed to deal with it throughout the case. There was no adverse consequence to the patient.